Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial # (B)(4)) revealed that the battery had normal end of life and the telemetry and output were okay. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating a new lead was not implanted at the time of the event.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative indicating that they replaced the battery for the patient on (B)(6) 2018. Pre-op impedances: battery 2.51v lgpi 3-, c+ 3.9v 90us 160hz 713 ohms 5.429ma c/0 3342 c 3.0v c/1 18721 c/2 >40,000 c/3 731 0/1 16042 0/2 40,000 0/3 3577 1/2 >40,000 1/3 16208 2/3 >40,000 rgpi 9-, 11+ 5.6v 90us 160hz 1363 ohms 4.154ma c/8 840 0.7v c/9 826 c/10 835 c/11 957 8/9 1044 8/10 1265 8/11 1480 9/10 1036 9/11 1417 10/11 1255 intra-op impedances: lgpi 727 ohms 5.323 rgpi 1393 ohms 4.068 c/0 777 c/1 744 c/2 714 c/3 728 0/1 969 0/2 1125 0/3 1210 1/2 865 1/3 1067 2/3 817 c/8 794 c/9 800 c/10 798 c/11 947 8/9 1020 8/10 1236 8/11 1461 9/10 1017 9/11 1403 10/11 1232 no post-operative impedances were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the patient had stiffening and right side asymmetry, so they went to the hospital. The patient felt a return of symptoms. Impedances were taken therapy and electrode. The left gpi stated high ohms low ma. Electrode impedance all combos if 1 <(>&<)> 2 +40,000 ohms. The patient was reprogrammed on c+ 3-. The issue was unresolved at the time of the report. No further complications were reported as a result of this event.